Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed a record of the no disposable attached (nda) alarm that occurred during pump operation. Functional testing was able to replicate the reported issue. The root cause was determined to be a possible defective downstream sensor or cassette product. The downstream and upstream sensors were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. There was unknown patient involvement and no patient harm. H6 health effects corrected.

Event description:
It was reported that an alarm occurred, and the screen display was unknown. The fault occurred during infusion, there was known patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.